Event description:
Event was entered in by (B)(4). The sales rep was present. Sizing worksheet was received. Films are not available for return. Stent graft not returning since it remains in the patient. Delivery system not available for return. The patient was being treated for a 7.0 cm in diameter abdominal aortic aneurysm. The proximal neck was 26-24 mm in diameter and 13 mm in length. The neck angulation was 60 degrees. On (B)(6) 2012, an endurant enbf2820c145ej bifurcated stent graft (pli 10, right) and a contralateral limb enlw1616c93ej were implanted. Intra-operatively, a type proximal type I endoleak was observed. The physician implanted a cuff encf3232c49ej to try and resolve the endoleak. However, the endoleak did not completely resolve. The physician decided to monitor the patient.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; aortic neck angulation).